Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
It is unknown if the sample is available for evaluation. A follow-up report will be provided once additional information is received from the complainant.

Event description:
"Catheter ruptured in use in newborn, observing extravasation of peripheral parenteral nutrition".